Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Tha primary surgery was performed on 2011. Approx. 6 years after surgery, osteolysis was found at the hip of the patient. The revision surgery was performed on (B)(6) 2017. The liner and the head were replaced. When the head was removed from the stem, the trunnion of the stem had been blackened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding corrosion (blackening) involving a centpillar stem trunnion was reported. The event was not confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the reported device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted: the stem has adequate size and position with stable bone ingrowth fixation. The cup appears to have adequate size and position but there is osteolysis along both lower and superior cup rim. Otherwise well fixed to the bone. [...] The osteolysis around the cup at 6-years post implantation confirms that there must be an overload condition in the joint. The cause of this is less evident. Component malposition with impingement might contribute to such, but this patient has adequate cup position for inclination while anteversion may be on the higher side of normal, as evident by the projected oval of the cup opening circle but absence of a lateral x-ray prevents to prove this with enough certainty.[...] [...] - remains the reported black staining of the trunnion during head/liner exchange. The indications for this is not clear due to lack of information. Head/liner exchange is sometimes performed for instability and as such might again be consistent with the suspected cup malposition although also other reasons may be present such as infection, less likely at 6-years post implantation. There may have been pain due to metallosis from taper corrosion and this might be suspected with the reported black trunnion.[...] Furthermore, there are many other potential causes for black staining on stem tapers than just corrosion, the most important being blood staining or blood entering the taperhead junction at the time of assembly during primary arthroplasty. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review a by a clinical consultant concluded: there may be several assumptions and possibilities for a potential overload condition in the arthroplasty but due to the limited information, no hard fact proof can be provided with the current information. More clinical and radiological information would be requires to solve this case. Additional information, including operative reports, patient history, additional x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Tha primary surgery was performed on 2011. Approx. 6 years after surgery, osteolysis was found at the hip of the patient. The revision surgery was performed on (B)(6) 2017. The liner and the head were replaced. When the head was removed from the stem, the trunnion of the stem had been blackened.